Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17673780l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: unknown, serial #: unknown. Non biosense webster, inc. - st. Jude medical brk transseptal needle, non biosense webster, inc. - st. Jude medical agilis sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the conclusion of the procedure, 30 minutes post-ablation, the patient became hypotensive. Pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded approximately 500-600 ml. Heparin was reversed, per protocol. Intravenous fluids were administered. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. It was noted that the physician spent 15-20 minutes locating a his signal to record post-procedure via intracardiac echocardiography (ice). Approximately 10 minutes after completing the search for the his, the patient became hypotensive. There were no additional factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was not related to any bwi product. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath used was a st. Jude medical agilis. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow setting was 8-15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at > 300 seconds and < 350 seconds. Act was 305 seconds at the end of the procedure. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.